Event description:
Caller reported cgm error 42 and discovered that the pump had not recently come out of storage mode, nor had it experienced a reset or battery depletion. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing comprehensive instructions on resetting the pump, resolving the issue, and enabling the successful start of the sensor session.